Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an alert for high atrial lead impedances. When the device switched to unipolar, oversensing occurred. Boston scientific technical services discussed programming options. The device remains in service. No adverse patient effects were reported.